Manufacturer narrative:
(B)(4). A service history review revealed that the device has been previously serviced for the reported condition, and the batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed. The assignable cause was due to depleted battery. The main batteries and harness have been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 570. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 570 had interrupted during infusion and caused and interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.